Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for filter tilt and retrieval difficulties. However, the investigation is inconclusive for perforation of inferior vena cava. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device, patient device interaction problem and difficult to remove. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient weighs (B)(6).